Event description:
24 ga gesco catheter placed centrally in pt, 2 days after placement, opsile dressing was loose & damp. T connector IV dressing changed. It continued to leak reportedly "around hub" of catheter. The catheter was discontinued. Pt had been receiving tnp and lipids via the catheter. A similar situation occurred on another pt but the catheter had been disposed of.